Manufacturer narrative:
Analysis of the implantable intrathecal catheter (s/n (B)(4)) found a slice cut in the catheter body. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), product type: catheter. Concomitant medical products updated to catheter model 8596, serial number (B)(4) to accurately reflect this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products. Product ID 8709, serial# (B)(4). Implanted: (B)(6) 2006. Product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4). Ubd: 26-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 250 mcg/day) via an implantable infusion pump. It was reported that the hcp attempted to aspirate the catheter but could not. It was determined that the catheter was broken. The catheter was removed and a new catheter was implanted. The issue was considered resolved. No patient symptoms were reported. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.